Event description:
During a regular follow-up performed on (B)(6) 2014, pacemaker was found with the basic rate unexpectedly programmed at 70min-1 whereas it was previously programmed at 60min-1. Preliminary analysis showed that the pacemaker was programmed in nominal mode during the follow-up of (B)(6) 2014.

Event description:
During a regular follow-up performed on (B)(6) 2014, pacemaker was found with the basic rate unexpectedly programmed at 70min-1 whereas it was previously programmed at 60min-1. Preliminary analysis showed that the pacemaker was programmed in nominal mode during the follow-up of (B)(6) 2014.